Event description:
An (B)(6) female patient called zoll customer support to report that her charger/modem was displaying a "charger has a problem" message. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) is ongoing. The reported problem ("charger has a problem" message) has been confirmed. Upon initial inspection, the charger/modem would not start the battery capacity test, the charger/modem showed a fault on the screen, and the charger/modem fully drained the test battery. The root cause of the defective charger/modem is still under investigation. Will follow up with a supplemental report once root cause has been identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.